Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2007; 4592-53, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that swelling at the incision was noted due to infection. The complete implantable pulse generator (ipg) system was explanted by open heart surgery. The right atrial (ra) lead and ipg were replaced. No further patient complications have been reported as a result of this event.